Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room. An x-ray was performed which confirmed dislodgement of the atrial lead. The lead was revised on (B)(6) 2019. The patient was in stable condition following the procedure.